Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: the black box could not be downloaded due to visible moisture in the pump. A leak test failed due to a display lens leak. The pump powered up with a good display, audio, and vibrator. All of the buttons were non functional which prohibited further testing. The keypad was removed and no defects were found. The pump was opened for further investigation and corrosion was found on the motor flex connector, the ir port, and the keypad flex connector.